Event description:
The customer reported that the cine function was not operating properly. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed and the cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.